Manufacturer narrative:
A ge service rep performed an onsite investigation. The disk needed to be repaired, however, no conclusion can be drawn as parts are ordered and repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that they system's monitor would not turn on and the disk was damaged. No pt injury was reported.